Event description:
Add'l info rec'd from MFR 04/15/02: 1. There was no failure of the component, the facilities mgr reported the side rail stable and all mechanisms in tact. 2. The facilities mgr reported, half length side rails, head section only, both side rails were in the raised position. It was reported chin only was found on lower left of side rail, explained as between lower bar of the rail, and mid filler bar of the rail. This gap measures only 3", the head cannot fit in this space.

Event description:
The resident was discovered sitting on the floor with chin resting on the lower portion of the left upper side rail. Resident had no vital signs. The electric bed was apparently at its lowest position. Side rail was in the up position. Side rail was in the up position. Bed control is on opposite side from where resident was found. Resident expired at the scene. Medical examiner notified.